Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation did not cover the correct area and wasn't helping them at all. The stimulation was making things worse and the patient wanted the device removed. The patient noted that the stimulation only helped for about the first 2 weeks post-implant. The patient had undergone several programming sessions however, they were not successful in getting the necessary coverage. The symptoms were noted to be in the patient's legs. The patient was prescribed pain medication but the patient experienced an overdose as they were already on victoza and the additional medications caused an overdose. The patient stopped using the stimulation for 6 months and when they would turn the stimulation on it was uncomfortable. When starting the stimulation, the shaking in their feet and legs got worse. The stimulation also made them hurt. After turning the stimulation off, it felt worse and the stimulation would not stop. It took several hours after turning off the stimulation before the shaking and pain would ease off. It was noted that these issues started around (B)(6) 2015. The patient was implanted for spinal pain.

Event description:
Additional information received from the patient reported the stimulation was not interrupting the pain in the feet and legs and som etimes after turning off the stimulator it felt like it got stronger and was not turned off. He noted that it hurts if it was on or off. In the past year, the patient had been to the emergency room eleven (11) times for the pain and everywhere he went, they kept giving him more and stronger pain meds. He noted his wife figured out that part of the problem was victoza, and that he had over 80% of the possible side effects, as well as pain from neuropathy. He went to the hospital and they confirmed this and it would take several weeks to get off of all the meds. He was still having extreme pain in feet and legs and at night the leg cramps start between 2 and 3 am. He would like to have the stimulator removed as he had not turned it on since last (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.